Event description:
During pt treatment with therapeutic hypothermia, the customer reported an event occurring after the console was put into re-warm at approx 5:40 a.m. From that time until 7:00 a.m. The displayed pt temperatures on the device reportedly fluctuated between 33.5 degrees celsius and 24.2 degrees celsius. At 7 a.m., it was decided by the medical intensive care unit (micu), to put the console in the transport mode to confirm the actual pt temperature with an esophageal probe and foley catheter before proceeding with treatment. The esophageal probe indicated a pt temperature of 37.9 degrees celsius on an independent monitor and the foley catheter indicated that the pt temperature was 37.1 degrees celsius - 37.9 degrees celsius. At that point the console was removed from the pt's room and philips innercool was notified to assess the console. Initial on-site investigation indicates a component failure on the temperature sensing circuit that produced intermittent readings. Further failure analysis is in progress. This is the first occurrence of this failure mode since product development in 2008. Clinicians properly assessed the fluctuating reading and monitored pt with an independent temperature device.